Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) system exhibited high out of range pace impedance measurements on the right atrial (ra) lead. The specific impedance values were not provided, and the other lead measurements were noted to be within normal specification limits. The ra lead is not a boston scientific product. Boston scientific technical services indicated that this crt-d device does not have the new device header spring contact design enhancements. The boston scientific representative noted that the patient will be monitored for now. The products remain in-service. No patient symptoms or adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) system exhibited high out of range pace impedance measurements on the right atrial (ra) lead. The specific impedance values were not provided, and the other lead measurements were noted to be within normal specification limits. The ra lead is not a boston scientific product. Boston scientific technical services indicated that this crt-d device does not have the new device header spring contact design enhancements. The boston scientific representative noted that the patient will be monitored for now. The products remain in-service. No patient symptoms or adverse patient effects were reported.